Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the ped2-450-20 stretched in xt-27. All devices were prepared as per instructions for use (IFU) guidelines. Xt 27 was parked in mid m1 segment and headway duo was placed in the aneurysm. Now a target 4.5x12 coil was taken in headway duo and a few loops were exposed. Next, ped2-450-20 was back flushed and taken till the internal carotid artery (ica) bifurcation via xt27. This is when the microcatheter fell and access was lost from middle cerebral artery (mca). Even the distal portion of the braid was exposed. At first, xt27 was attempted to be pushed over the pipeline but the microcatheter was not moving. As a result, the entire system had to be resheathed into the protective sleeve. While pulling the device wire into the xt27, some resistance was faced but the doctor continued capturing the entire braid in the sleeve. A sudden jerk was felt and the device wire came out of the micro hub. When the sleeve was checked and exposed, the braid was not seen. After careful examination, it was seen inside the proximal portion of xt27 catheter. To finish the case, phenom 27 and ped2-475-20 was deployed with good wall apposition. There was stuck (locked up) in catheter or resistance in catheter. The resistance occurred in the proximal section of the catheter. The catheter was flushed continuously with heparanized saline. The pipeline became stuck on the proximal section of the catheter during resheathing. The physician did not release the load (slack) in the system in an attempt to resolve the issue. There was no damage observed on the catheter or pushwire. The pipeline was used for an approved (on label) indication. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient is alive without injury. The patient was undergoing surgery for treatment of a saccular, ruptured left ophthalmic aneurysm with a max diameter of 3.5 mm and a 4 mm neck diameter. The landing zone was 3.8mm distally and 4.5mm proximally. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level was 180. The angiographic result post procedure was distal vessels of the left ica were having a good flow. Ancillary devices include an xt 27 microcatheter (25501580).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the term stretched implied that the device was damaged. The jerk was experienced on the device push wire when it was being resheathed into the sleeve. While pulling the wire into the sleeve, the device was stuck inside the proximal catheter and when the entire pushwire came out of the microcatheter (with the distal tip) the device was deployed in the catheter. The cause of the event was not determined. It was noted that premature deployment occurred when the device was deployed in the proximal portion of the catheter. The pushwire was not rotated or pulled back at anytime during the procedure. There was no friction or difficulty during delivery. The pipeline did not jump during deployment. Two pipelines were used in the procedure, one that got damaged and the second one which was deployed accurately. The tip of the catheter was not under stress. The tip of the catheter moved during deployment. The information is confirmed by the physician.